Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting the apply sample message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began two to three weeks ago. He continued his usual dose of actose and metformin: 2 pills in the morning and 1 pill at night. The patient stated that on the day before, at lunchtime he felt sweaty so he ate food/drank something. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged that he developed symptoms that suggest be may have become hypoglycemic after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.